Manufacturer narrative:
H3, h6: it was reported that, during a total hip replacement (thr), there was no head pusher on the polarstem and the surgeon had to use another method to reduce the hip. As the correct instrument was not available the femur fractured. When attempting to cable the femur fracture, it was noticed that the unkn accord cable screwdriver was stripped. The procedure was resumed, after a significant delay, with a change in surgical technique. Patient was not harmed as a consequence of this problem. The complaint device was not returned for evaluation as it remains implanted, therefore a product evaluation was not possible. As the lot number was not communicated, the respective production documentation could not be reviewed. Due to insufficient information it is not possible to determine whether there are CAPA, pra/hhe or field actions related to the reported issue. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. Insufficient information was made available to determine the revision of the IFU applicable to the device at the time of manufacturing. However, a review of the current revision was conducted and it revealed that the IFU (81113832 rev. 0) states hip fracture as a ¿potential adverse device effect¿ in combination with the implantation of a hip prosthesis. Based on the available information and the provided information, the complaint could not be confirmed, and it is not possible to investigate whether the reported device met manufacturing specifications upon release for distribution. Upon complaint description, the root cause is traced to the user to fail to perform a correct preparation of the surgical procedure and/or application of inappropriate use of the device. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be stored in the sterilization packaging in a dry, dust-free place after sterilization. By following this instruction, the absent of any surgical instruments can be detected. The need for further actions is not indicated due to the limited informations provided. Smith and nephew will continue to monitor this device for similar issues. This investigation is considered closed. Should additional information become available, this complaint will be reopened.

Event description:
It was reported that, during a thr, there was no head pusher on the polarstem and the surgeon had to use another method to reduce the hip. As the correct instrument was not available the femur fractured. When attempting to cable the femur fracture, it was noticed that the unknown accord cable screwdriver was stripped. The procedure was resumed, after a significant delay, with a change in surgical technique. Patient was not harmed as a consequence of this problem.

Manufacturer narrative:
This complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.